Event description:
The pt's attorney alleges in 1998, the hcp and other defendents surgically implanted medtronic scs electrode generator (resume tl lead, itrel 3) into plaintiff. On or about 3/9/1998, the scs unit was noted to provide stimulation coverage to the left rather than the right upper extremity. On or about 4/28/1998, defendant hcp noted that the coverage and symptoms relief lost as seen on 3/9/1998, was due to electrode movement. In or about 1998, defendants performed scs surgery involving c2-4 laminotomy revision with replacement of an electrode (lead no.2), which was allegedly noted to be short circuiting. On or about 12/22/1998, plaintiff was examined by a medtronic rep and the hcp due to complaints of difficulty swallowing, angina and being 'zapped.' Over the next several months, plaintiff complained of constant reflex problems with the stimulator, radiation of pain, dizziness, and constant jittering of his right hand. On or about 1999, surgery was performed, at which time explantation of the cervical epidural electrode and nerve stimulator was performed."